Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Bg was addressed via a manual injection. Reportedly, the pump and transmitter regained connection. No additional patient information was available.